Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the metal cap and glass cap were detached/separated and not returned. The glass tip exhibited severe devitrification. The fiber was tested with hene (helium-neon) laser fixture and no additional breaks were noted along the length of the device. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that when the fiber was connected to the console a connection error message showed up indicating to replace the fiber. The fiber was replaced and the same issue occurred. The third fiber broke during the procedure. The procedure was completed with a new fiber and a new console. There were no patient complications. The fiber was returned and analysis identified that the metal cap and glass cap were detached and not returned.